Event description:
During a routine hemodialysis treatment, the operator was attempting to rinseback the patient's blood and caused an alarm, operator unable to recover from alarm and chose not to rinseback blood. Patient had a 190cc blood loss. Patient's routine epo dose was increased 25%. No other medical intervention required.

Manufacturer narrative:
The event is attributed to use error. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions, as well as adequate instructions for performing rinseback. Facility staff provided additional training also. No evidence of a device malfunction. Occasional alarms are expected during dialysis and should not result in a blood loss if user's guide instructions are followed. Nxstage medical considers this report closed. No additional information will be provided.